Event description:
It was reported that a pt underwent a celioscopy procedure on (B)(6) 2010 and suture was used. During closure of the operating site the needle pulled off and fell into the abdominal wall. It has not been possible to retrieve it. The needle piece remains in situ.

Manufacturer narrative:
(B)(4). (B)(4). User error caused the event. The attending physician lost both visual and tactile control of the needle during use.